Manufacturer narrative:
The concentrator was returned to invacare for inspection. The allegation that the concentrator did not work properly was not confirmed. The device functioned as intended and operated within specifications. When the concentrator was powered on, the green light illuminated. It was observed that the unit was set to a flow rate of 1.4 liters. The oxygen purity was measured to be 96.8%, which is a therapeutic level of oxygen.

Event description:
The dealer reported that the yellow light on the irc5lxo2 concentrator never went off. The patient's spouse alleged that because the concentrator was not working properly, the patient's oxygen levels began declining, and he was admitted to the hospital where he was placed on a ventilator.

Manufacturer narrative:
The dealer advised that the concentrator was a rental that was delivered to the patient a few days prior to the incident. The patient did not have back up oxygen available. A product malfunction has not been confirmed. There are multiple potential causes for the unit's yellow light to illuminate, some of which are not due to a device malfunction. The irc5lxo2 user manual advises that if the yellow light illuminates, "call supplier immediately. You may continue to use the concentrator unless instructed otherwise by your supplier. Be certain that backup oxygen is nearby." The intended function and use of the irc5lxo2 oxygen concentrator is to provide supplemental oxygen to patients with respiratory disorders. It is not intended to sustain or support life. It should only be used by a patient that can withstand temporary cessation of oxygen, that is capable of spontaneous breath, and that is able to inhale and exhale without the use of a machine. Additionally, an alternate source of supplemental oxygen should be readily available to the patient in the event of a power outage, alarm condition, or mechanical failure. If the patient is likely to sustain serious injury or death upon cessation of oxygen, the irc5lxo2 concentrator is not appropriate for their medical needs. This 17.5 year-old irc5lxo2 concentrator was manufactured by invacare suzhou. However, they are no longer in business, so the medwatch is being filed using the invacare corporation registration number. It has been requested that the dealer return the concentrator to invacare for evaluation. Once it has been received and evaluated, a supplemental record will be filed.

Event description:
The dealer reported that the yellow light on the irc5lxo2 concentrator never went off. The patient's spouse alleged that because the concentrator was not working properly, the patient's oxygen levels began declining, and he was admitted to the hospital where he was placed on a ventilator.